Manufacturer narrative:
The insulin pump alarmed with a motor error during the basic occlusion test due to a loose/protruded drive support disk. The pump was unable to undergo the occlusion, prime, and excessive no delivery tests due to the motor error alarm. The motor passed the motor test. The following physical damage was found: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that his blood glucose was not decreasing and that his insulin pump may not be delivering properly. The patient's blood glucose at the time of incident was 300 mg/dl and after a 20 unit bolus his blood glucose decreased to its current value of 249 mg/dl. Troubleshooting was initiated to inspect the pump and it was found that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.